Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The damaged connector did not prevent the belt from completing incoming testing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating an electrode belt for an unrelated issue, a reportable problem was found. The belt was unable to securely latch to a monitor.